Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found. The device information is updated in d4 of this report.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
Nevro is anticipating the return of the device. The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced upper limb and post-surgical pain. The device was removed and there have been no reports of further complications regarding this event.